Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 89 mg/dl, and the meter bg reading was 40 mg/dl. Customer's bg level decreased to 40 mg/dl due to making therapeutic decisions based off the glucose values on the pump. The customer was treated with intravenous (IV) fluids and glucose from the paramedics and food was consumed. A root cause could not be determined.